Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, hematoma due to device migration was observed. Prior to a device replacement procedure, an infection was noted. The device remains implanted and the system is anticipated to be explanted at a different hospital. The patient was in stable condition.